Event description:
Medtronic received report that the apollo detachable tip unintentionally detached. After the apollo catheter reached the lesion, the dmso was filled. The surgeon began to inject the onyx and reflux occurred. The quiescent did not exceed 60 seconds. When the injection of onyx continued the detachable tip unintentionally detached. No friction or difficulty occurred during the injection. Upon retrieval of the apollo catheter, there was force applied, as the catheter was reported to be stuck. The onyx injection was continuous. There was a small about of onyx reflux. No patient injury occurred. The devices were all prepared and used per the instructions for use (IFU). The catheter was flushed per the IFU. This event occurred during the treatment of an arteriovenous malformation (avm) that was in the middle part of the brain. The anatomy was reported to have been moderate in tortuosity.

Manufacturer narrative:
Device available for evaluation - additional information, date MFR rec ¿ additional information,type of follow up - device evaluation, device evaluated by manufacturer- additional information, codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, it could not be determined if the apollo useable or distal floppy segment lengths met specification as the 3.0cm detachable tip was found to be detached. The detached apollo tip will not be returned as it remains within the patient. Onyx reside was found within the apollo hub. No damage was found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. Onyx residue was found within the apollo distal end lumen. The apollo micro catheter appears to be occluded with onyx. Tip premature detachment can occur if the micro catheter is repositioned after the start of onyx injection or detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. Tip premature detachment can also occur due to repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. However, the cause for the tip detachment could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the apollo detachable tip unintentionally detached. After the apollo catheter reached the lesion, the dmso was filled. The surgeon began to inject the onyx and reflux occurred. The quiescent did not exceed 60 seconds. When the injection of onyx continued the detachable tip unintentionally detached. No friction or difficulty occurred during the injection. Upon retrieval of the apollo catheter, there was force applied, as the catheter was reported to be stuck. The onyx injection was continuous. There was a small about of onyx reflux. No patient injury occurred. The devices were all prepared and used per the instructions for use (IFU). The catheter was flushed per the IFU.